Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable no longer charged the pump. There was no impact to the customer¿s blood glucose level. The customer was able to charge the pump with an alternate cable.